Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. The clinical file from the event has been overwritten and is not available for review. The device history file was reviewed and observed multiple self-test passed indicating the device would be ready for use. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.